Event description:
It was reported that post a palliative tracheal stenting procedure, breathing difficulties occurred and foreign matter was found. It was noted that the patient was critically ill prior to the procedure, however, the origin of the patient's illness is unknown. The ultraflex tracheobronchial 14mm x 4mm stent delivery system (sds) was successfully implanted in an unspecified portion of the trachea without incident. Upon waking the patient from the anesthetic, the patient suffered serious breathing difficulties. The physician advanced an unspecified endoscope and noted a small tube shaped piece of plastic loose within the stent. An unspecified graspit forceps was advanced to successfully remove the piece of plastic. Following extraction of the foreign material, the patient still suffered breathing difficulties and was transferred to the intensive care unit (ICU) for overnight observation. The patient was reported to have "made a good recovery".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.